Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a part of the screen is not easily seen. There was no report of patient involvement.